Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged the generation of discrepant sars-cov-2 results for two patients when tested with the cobas 6800/8800 sars-cov-2 & flu a/b test and the cobas liat sars-cov-2 & flu a/b test. For each patient, a sample was collected and sent to a reference lab for testing with the cobas 6800/8800 sars-cov-2 & flu a/b test. Sample 1 generated a negative result for sars-cov-2 and sample 2 generated a positive result for sars-cov-2. After the samples were sent to the reference lab, a different collection (bd catalog number 220220) from each patient was tested at the customer site with the cobas liat sars-cov-2 & flu a/b test. Sample 1 generated a positive sars-cov-2 result and sample 2 generated a negative sars-cov-2 result. The c6800/8800 results for both samples were released from the reference lab. In each case, the positive sars-cov-2 results were reported to the provider. No harm or injury was indicated. Although requested, specific information relating to the reference lab, the kit lot information for the cobas 6800/8800 sars-cov-2 & flu a/b test kit lot used, and the type of sample collections tested at the reference lab could not be provided. Two mdrs will be filed, one for each patient.

Manufacturer narrative:
No kit lot information or data were provided, although requested. No product problem was identified based on the investigation that was performed. (B)(4).